Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067l radio frequency programmer head; product ID: 229047 software analyzer; (B)(4).

Event description:
It was reported that the touch stylus pen on the programmer was not working and it was requested that the black stylus pen be replaced with the original blue model. It was further noted that the stylus was unable to be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that during analysis it was determined that the cable of the radio frequency programmer head which was returned along with the programmer as an associated device had a twisted cable and the cable was therefore replaced.

Event description:
It was reported that the touch stylus pen on the programmer was not working and it was requested that the black stylus pen be replaced with the original blue model. It was further noted that the stylus was unable to be calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus touch pen was not working and the overlay/bezel assembly was replaced and the stylus calibrated. Analysis also found that the system fan was noisy so it was replaced and that the tab of the power cord bay was broken and the power cord bay was replaced. Concomitant products: product ID 2067l radio frequency programmer head; product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.